Event description:
Md's placing right femoral cvl using cook medical spectrum cv tray. Vein accessed w/o difficulty. Md's advance guidewire w/o difficulty. Md's use scalpel to increase incision around guidewire with blade up. Dilator used to dilate the space. Md's advance catheter over guidewire. Md's attempt to withdraw guidewire but guidewire could not be withdrawn. Md's removed catheter and observe that guidewire was unraveled. Kub ordered and performed indicating retained unraveled guidewire. Pt transferred to cardiac cath lab to remove retained guidewire.

Manufacturer narrative:
(B)(4): separates is not specifically labeled. Product was returned in a used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections during the mfg process and again, prior to transport. In addition, each wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." The returned wire has a 90 degree bend, approx 5 cm from the curved end. The straight end is where the wire has elongated and separated. The bend in the curved end was most likely the result of the force applied to withdraw the wire. In previous complaints, we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. No statement in the event description aids in determining a possible cause. This complaint will be listed as inconclusive, no conclusion can be drawn. We will continue to monitor for similar complaints. Per the quality engineering risk assessement, there is insufficient risk.